Manufacturer narrative:
A philips bench repair technician evaluated the device and confirmed the reported problem which was due to a defective battery. The customer received a replacement battery. The device is considered to be returned to full functionality. The device remains at the customer site. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that the device went blank and would not function while attempting to treat a patient for ventricular tachycardia (vt). The users brought this defibrillator to the patient, placed it in automated external defibrillator (AED) mode, and charged the device for delivery of energy. The device then shut down completely. The device was plugged into ac power at the time of the event. The users retrieved a different defibrillator with an approximately three-minute delay and delivered one shock to the patient which converted him out of vt. The patient subsequently had three other shocks delivered for vt over a period of hours and was transferred from the local rural hospital to the ICU at a different hospital that does interventional cardiology. No adverse patient impact could be confirmed as a result of the reported event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device went blank and would not function while attempting to treat a patient for ventricular tachycardia (vt). The users brought this defibrillator to the patient, placed it in automated external defibrillator (AED) mode, and charged the device for delivery of energy. The device then shut down completely. The device was plugged in to ac power at the time of the event. The users retrieved a different defibrillator with an approximately three-minute delay and delivered one shock to the patient which converted him out of vt. The patient subsequently had three other shocks delivered for vt over a period of hours and was transferred from the local rural hospital to the ICU at a different hospital that does interventional cardiology. No adverse patient impact could be confirmed as a result of the reported event.